Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the power supply did not work. A replacement device was used to complete the procedure. The device was returned for investigation.

Manufacturer narrative:
Investigation: the power supply was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection did not identify any nonconformance that may have contributed to the reported event. The power supply is being returned to the OEM vendor for evaluation. A supplemental report will be sent after the results of the vendor evaluation are received. (B)(4).